Manufacturer narrative:
Event date is approximate. The sonicare charger is an accessory to the dailyclean power toothbrush system.

Event description:
A consumer reported that the charger of their dailyclean power toothbrush system damaged the connected electrical outlet. No injuries were reported.

Manufacturer narrative:
Serial number was identified during analysis. Device manufacture date identified during analysis. Analysis results: the root cause of the customer's complaint could not be determined as the charger operates within specification.